Event description:
Device 2 of 2. Reference MFR. Report # : 1627487-2013-11098. The pt has two leads from the same lot. It was reported the pt was no longer receiving adequate coverage. X-rays revealed one of the leads had migrated. Reprogramming attempts were unsuccessful at providing the pt with adequate coverage. The pt's doctor decided to implant a lead via trial procedure on (B)(6) 2013. The lead was placed but desired coverage was unattainable. As a result, the trial lead was removed. The pt's scs system remains implanted and no additional intervention is planned. Inadequate coverage remains present.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.